Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged receiving the results of 118 mg/dl, 47 mg/dl and 119 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she was feeling nauseous and dizzy prior to results being obtained and the fire department was called when she fell. Reporter stated they tested her using her meter to obtain the above mentioned readings and treated her with liquid glucose. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.